Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Caller successfully started their sensor session after cts provided complete pump reset information and walked caller through pump reset. No cgm error code displayed again after reset.